Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, ¿pain¿, ¿color change¿, ¿sudden increase in volume ¿, ¿decreased mobility¿, and ¿distressed with clinical symptoms."

Event description:
Healthcare professional reported right side "capsular contracture" baker grade IV, "pain", "sudden increase in volume and had changes in color, skin and tightening of the breast" and rupture. Also mentioned, "breast cancer survivor and distressed with clinical symptoms". The device remains implanted.